Manufacturer narrative:
The tech found the left side rail latching mechanism was contaminated with secretion. The tech cleaned the left side rail latching mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left side rail will not latch. The bed was located in the biomedical dept at the facility. There was no pt/user injury reported. (B)(4).